Event description:
The customer reported that the cleaning and disinfection methods performed were done by hand.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation of the camera head screen showed snowy image was confirmed. An additional reportable malfunction of e216 (scope communication error) message was displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error code (e216) was due to faulty cable, it was disconnected due to deformation and twisting of the cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the root of the cable is damaged by external forces, which may cause interference in the endoscopic image for the non-quality issue. In addition, through product analysis found other issues that included the camera cable has obvious twisting and deformation, and when shaking the protective cover at the handle of the control section, resulting in a blackout image and an error message e216. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during reprocessing the camera head screen showed snowy image. It is unknown if the issue occurred during an unspecified procedure that took place. The procedure was completed using a similar device. There were no reports of patient harm.